Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to open. A field service engineer (fse) verified the issue and confirmed that matrix drawer 13 on the auxiliary unit was not opening. The fse rebooted the system and reseated the data cable connecting to the main unit. Medbank customer support center (csc) remotely checked and confirmed drawer assignments were correct. After these steps, the device worked properly. Testing was successful, and the customer was able to pull medication. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer failed to open. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.